Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S/w version 4.10e the pump passed the displacement test and p-cap/reservoir locked properly in place. Pump received with cracked belt clip rail case corner, reservoir tube lip, retainer and battery tube threads. Pump received with scratched case. Pump received with pillowing and cracked keypad overlay at select button. Pump received with broken belt clip rails. Pump received with keypad overlay texture damage.